Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that their healthcare professional initially advised them weeks prior to the call that the insulin pump needed to be replaced due not being able to administer insulin and it alarmed motor error and had a blank display the night prior to the call. The customer also reported damage on the insulin pump. Blank display troubleshooting was performed. The customer's blood glucose level was 150 mg/dl at the time of the incident. There was no indication of the insulin pump's display returning. The customer was advised that the insulin pump needed to be replaced and was advised to discontinue use of the insulin pump and to revert to the backup plan. The customer was assisted with motor error troubleshooting. The customer stated that the drive support cap appeared normal and that the insulin pump was not exposed to high magnetic fields. The customer stated that they were unable to complete pump rewind due to the alarm. The insulin pump will be returned for analysis.